Event description:
The customer reported that the system was not saving images.

Manufacturer narrative:
The ge service rep ordered software installed/reloaded onto the system. The software was restored. The system functions as intended.